Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1646 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a hemostat was used to remove a needless connector and broke the hub of the PICC line. Additional information received 8/5/2020: it was reported the purple lumen cracked when attempting to remove the y-site tubing. Over-the-wire PICC replacement performed to replace the line. Placement info: 5 fr powerpicc solo catheter trimmed to 42 cm per manufacturer protocol and inserted to 0 cm. PICC inserted into left basilic vein with ultrasound, ECG guidance, and modified seldinger technique. Guidewire and stylet removed and intact at end of procedure. Blood return from lumen noted on placement. Dressing applied to site.